Manufacturer narrative:
One opened and used sensor was inspected and the cannula was retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used.

Event description:
A nurse reported via phone call, she had ten sensors with various issues and the electrode was missing from a few. Some didn't last the six days. The nurse was advised to have each customer reported the issues themselves. Nurse was advised the electrode might be missing due to the introducer needle taking it up to the needle housing. Nurse agreed to return only one sensor. No blood glucose level was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.